Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer's blood glucose level was 560 mg/dl which was addressed by delivering a bolus. Customer was not able to clear alarm at the time of report. Multiple follow up attempts were made to verify if the alarm was able to be cleared and insulin delivery resumed; however, the customer did not respond.